Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump battery compartment was observed to be cracked above and the bumper pad, the battery cap was observed to be damaged missing a contact. A test cap was used for testing. The pump powered on and the display screen was observed to be discolored with a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment and cap were cracked and the display screen was discolored. This report is made based on the results of evaluation completed on (B)(6) 2015.